Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd integra¿ retracting safety syringe with 25 g x 1 in. Had foreign matter in the fluid path. The following information was provided by the initial reporter :   the pharmacy reported a black speck floating in medication at the bottom of the liquid while giving a vaccine injection. Date of event : (B)(6) 2022. Sample status : discarded.

Event description:
It was reported that 1 bd integra¿ retracting safety syringe with 25 g x 1 in. Had foreign matter in the fluid path. The following information was provided by the initial reporter :   the pharmacy reported a black speck floating in medication at the bottom of the liquid while giving a vaccine injection. Date of event : 05/03/2022. Sample status : discarded.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.